Manufacturer narrative:
The incident information was provided by medical device company of the medical device that was used in the same procedure where asahi guidewire was used. The guidewire was not returned to manufacturer for analysis. Reportedly, the physician commented that vessel perforation by the guidewire may have occurred during the procedure. Lot history review revealed no anomaly that can be considered to be relating with the reported event. All the products are inspected, meeting the product specifications and shipping criteria; based on the obtained information, there is no indication of a product deficiency.

Event description:
This incident information was provided by medical device company of the medical device that was used in the same procedure where asahi guidewire was used. Pt visited the facility on (B)(6) 2011 with cardiogenic embolism at m1 and m2 middle cerebral artery (mca). Penumbra reperfusion catheters and the subject asahi guidewire was advanced to m1 and m2. After 80min, aspiration, angiography revealed leakage of contrast media. Craniotomy for reduction of pressure and thrombectomy was performed. It is reported that the pt expired on (B)(6) 2012, and that the physician commented that vessel perforation by the guidewire may have occurred during the procedure.